Event description:
Boston scientific received information that this patient presented to the ER after having a syncopal episode. Noise was observed on the right ventricular lead and right atrial lead. It appeared that the noise was over-sensed and led to pacing inhibition. Telemetry noise was also seen. Isometrics were performed and the noise was unable to be reproduced. Further investigation was to be performed with the patient's physician. A request for additional information was made. No further information is available at this time. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.